Event description:
It was reported that during a stenting treatment procedure, the stent did not fully expand and further intervention was required. The synergy stent was implanted to treat an unspecified coronary lesion calcified with hard plaque. Following post-dilatation, during diagnostic review, it appeared that the central part of the stent was not fully deployed requiring post dilatation to be performed once more. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).